Event description:
Information was received from a health care provider and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was to have an MRI for weakness in the right leg. It was noted that the ER doctor had prescribed the MRI to check for "cord compression". It was determined the patient was not eligible for the MRI due to the type of a lead that was implanted. It was also reported that there was an alleged overdischarge (od) on the patient's implantable neurostimulator (ins). The patient reported to the hcp that their device is overdischarged so they could not see the MRI mode symbol. It was unable to be confirmed if the ins was overdischarged or just discharged. Additional information was received from the health care provider on (B)(6) 2016 that reported that the patient had reported weakness in the right leg as far back as (B)(6) 2016, but has always had trouble with right leg pain. The health care provider was not certain of overdischarge. Upon interrogation of the device, the manufacturer representative found the device to be completely uncharged. A lumbar CT scan was ordered and was pending as of (B)(6) 2016. The patient had not been able to be evaluated for an overdischarge. The health care provider noted that the weakness in the right leg could be a long standing issue related to the patient's sacroiliac joint fusion and the health care provider reported that they will evaluate post CT scan. Additionally on (B)(6) 2016, the patient reported that her battery pack would not charge anymore and wanted to try to get it replaced without opioids, she wanted to use ketamine. The patient "kicked" opiates after using them for 5 years. The patient reported numbness and tingling in toes, foot, and up leg, drop foot, and a couple of bladder issues. The patient tries to charge the implant, but it does not come up with bars or anything. The patient had been having neurological symptoms and had a CT for lumbar and a CT for her head. The patient had poor coupling with her implantable neurostimulator recharger. The patient stopped charging in (B)(6) 2016 because she was losing feeling in the toes, foot and into the leg. At that time, she was coming off of opiates and the patient reported that she was losing the ability to walk and her foot dropped. The patient stopped charging so that she could feel it. Bladder issues started occurring in (B)(6) 2016. The patient's medical history includes getting the implantable neurostimulator because the health care provider hit the nerve during injections that she had done in 2014.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A healthcare provider reported that the patient was in the emergency room (ER) at the time of the report and the ins had been shocking the patient at the right thoracic site for the past month. The patient stated that she was not doing anything unusual that would cause the shocking sensation and she did not attempt to recharge the ins. It was also reported that leads were moving around and the last time the patient saw their doctor, he indicated that the leads were crossed.

Event description:
Additional information received from the consumer reported that they were being internally electrocuted over their entire body and they had ¿heart afib¿. The patient mentioned having a 10 hour stroke watch and that the device was not able to be turned off and was internally electrocuting them. The patient stated that they thought the device had fallen apart and the leads were electrocuting their heart in afib. Further information received from the consumer reported they starting having charging issues then began noticing physical and neurological symptoms including loss of feeling in four toes, foot drop, loss of urinary functions and increased pain while withdrawing from a five year opioid pain pill addiction. The patient stated she now had ¿hyperelectric¿ currents through her body not just the target area and was at heart attack risk. The patient claimed she would die from shock whether from the stimulator or deadly pain as she was being refused pain treatment and was told she had too many ER visits.

Event description:
Additional information was received from the patient via a report originally obtained from FDA. It was reported that the patient was parked and their spinal cord nerve stimulator was sending electrical currents throughout their entire body when the implant was for the right leg only. The event occurred on (B)(6) 2017. It was noted that this was life threatening, required intervention, or was an other serious important medical event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and the healthcare provider (hcp). It was reported that it was not likely that the different symptoms were related to the overdischarge and the cause of the neurological symptoms have not been determined. The hcp also reported that there were no changes from the previous imaging noted and no obvious cause for pain illuminated. To resolve the overdischarge (od) of the device and symptoms, the patient turned off the device; the od and the symptoms had not been resolved.

Manufacturer narrative:
A correction was made. It was noted that the device had been transmitting life-threatening signals causing either a heart, attack, stroke, or aneurysm. (B)(6) best captures these speculations. (B)(6) and (B)(6) do not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was put on a stroke watch due to possibly having a minor stroke

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-mar-24. It was reported that the patients implantable neurostimulator (ins) had been dead for over one year and the patient experienced vicious electrical currents through their whole body that almost caused a heart attacks on two occasions. It was also reported that the therapy worked a bit, they had not charged their ins since 2016 summer and the overall weakness/ deterioration had gotten worse. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had radiology discs of everything and that she needed help deciphering what was done. At the patient¿s last appointment, her doctor said her wires crossed and all the patient¿s data was changed. It was noted that there was some ¿app¿ or transmitter and that the patient¿s spinal cord nerve stimulator had been dead for over a year. There was a conductor of some sort in the patient¿s left big toe and throughout her body. The patient asked about how she could get the films to the manufacturer as no doctor would help her for some reason. Additional information was received from the patient. The patient asked how quickly the manufacturer could coordinate an emergency spinal cord nerve stimulator removal. The patient noted that this was an extreme emergency and the patient was not willing to use one specific facility or her original surgeon. The patient had electrical currents doing internal damage and the patient needed this planned and the logistics figured out before it does fatal damage. The patient noted that there may be other foreign objects as well; the patient was not su re how, why or when it got there. Additional information received from the patient noted that she was a victim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been to the emergency room multiple times since 2016 but was never admitted and they were at the clinic for a nose bleed and numbness in her face in early 2016. From the emergency room visits, the patient was given muscle relaxers. It was noted that the patient was put on a stoke watch and had a CT conducted, but the CT results were unknown. Painful stimulation from (B)(6) 2016 was also reported to run from the patient¿s right shoulder blade, heart, right hip/left ovary area, to her right ribcage, and down through her left leg to the left foot. The painful stimulation resulted in strong muscle spasms throughout the patient¿s whole body and heart cramps with ¿total spasms¿. In relation to the heart cramps, the patient had an EKG about a week and a half prior to the report and the results were noted to be not ¿too good¿ and they feared having a heart attack. On (B)(6) 2017, it was noted that the doctors from the emergency room put the patient on suicide watch, and the patient wanted resolution before ¿her husband and children have a wrongful death lawsuit.¿ the patient also noted taking medications of ketamine and alprazolam. Additional information was received from a consumer regarding the patient on 2017-06-18. It was reported that the patient¿s life has been in danger for over a year, and that she has a life-threatening spinal cord right leg nerve stimulator that¿s been threatening her heart. Additionally, information received from a consumer on 2017-06-28 reported that ¿some device that has not been authorized to be in my body transmitting life threatening signals causing either a heart attack, stroke, or aneurysm.¿ the patient noted that a manufacturer representative ¿had verified the battery pack that runs, has been dead for over a year. Now whatever has been implanted in the patient¿s body is transmitting very high frequency sounds she can hear and is threatening to take a disabled woman¿s life.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The patient had noticed for over a year and a half that something life threatening is happening with their device in their body. The patient noted being tortured, terrorized, and victimized resulting in pain and suffering. Additional information was received from the consumer on 2017-07-01 which noted that ¿satanic religion racist terrorists¿ think they can try and use radio frequency drones and the attached device to transmit to a receiver in her body to try and murder her. The patient noted that during her procedure, she was drugged and something was put into her body. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. The last time that this health care provider had seen the patient was (B)(6)2016. It was also noted that the reports of the device putting the patient's life in danger and transmitting life-threatening signals causing heart attack, stroke, or aneurysm had not been confirmed by this health care provider. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. On (B)(6) 2017, the patient indicated that she was going to do her own incision and cut out the wires; however, additional information received on 2017-12-06 indicated that the patient was inquiring if she would die if she cut the wires that are close to the battery pack. The patient also noted that the manufacturer had indicated that the battery pack has been dead for almost two years, but is "torturing" the patient. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient noted she had ¿been having issues with the battery pack.¿ the patient reportedly planned to have ¿a new group take control over her charging device¿ and no longer planned to involve the manufacturer with her device. No further event information was received; no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins not functioning has not been resolved. The patient also reported blurry vision at times along with "2 teeth damage". No further information was reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The following was reported, "neuromodulator right leg nerve damage device safe and leaving (B)(6) state for tolerance was confirmed by pain psychologist of university of (B)(6) green team. I'll keep it like you allowed and take out take it to better days places and new world order intelligence." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.